Event description:
Medical affairs spec (mas) spoke to the pt's spouse in 2005 and obtained/verified the following information: the pt replaced the battery two days ago and the meter displayed the date/time. The pt had inserted the correct type of battery in their meter. The pt tried to test on their meter and was unable to obtain a reading, since the meter displayed the date/time. The pt took their set amount of insulin and went to the hospital because of a spider bite and their hand was swollen. They felt weak and thought it was due to the spider bite they went to the ER and their blood glucose was 564mg/dl. They wer treated with more insulin and was also treated for the spider bite. They were kept over night for observation. Prior to being released from the hospital their blood glucose was in the 200's. When the meter had not been giving them a reading, the pt had been taking their set amount of insulin. Customer service was unable to resolve the issue and sent the pt a replacement meter.